Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h3, h6, h11. The reported event could not be confirmed due to lack of product/information. No product was returned or pictures provided; a product evaluation could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history found no additional related complaints for this item and the reported part and lot combination. Radiographs were provided and reviewed by a radiologist. The review identified, a single anteroposterior radiograph of the pelvis with measurement markers demonstrates postoperative changes consistent with a right total hip arthroplasty using non-cemented components. There is soft tissue gas surrounding the right hip, compatible with an immediate postoperative state. The acetabular cup inclination is within normal limits, measuring approximately 35 degrees. Leg length assessment using the teardrop-to¿lesser trochanter distance is symmetric. Femoral offset, however, is increased on the right compared with the left. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that approximately one week post-implantation, the patient underwent a hip revision for leg length shortening and offset reduction. There was over lengthening during the initial procedure so there was a revision to correct leg length, offset, and improve stability. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: 110010246, g7 osseoti 4 hole shell 56mm f, lot 67442782. 30103606, 36mm i.d. Size f neutral liner, lot 66868527. 51-117120, tprlc 133 mp type1 bm ho 12.0, lot 7905935. G2: foreign ¿ australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.